Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from spain: "the customer states the pump does not work properly. They say that the device does not turn on correctly. It turns on but does not respond. Patient involvement: yes. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the customer states the pump does not work properly. They say that the device does not turn on correctly. It turns on but does not respond. Patient involvement: yes; human harm: no; delay in therapy: yes; medical intervention needed: no."